Event description:
Reportedly, during a pacemaker implantation, several ventricular lead repositioning occurred always with capture threshold above 3v. The psa cables were changed but the situation has not improved. A new lead was used to complete the intervention.

Event description:
Reportedly, during a pacemaker implantation, several ventricular lead repositioning occurred always with capture threshold above 3v. The psa cables were changed but the situation has not improved. A new lead was used to complete the intervention.

Manufacturer narrative:
Investigation summary: the associated manufacturing records for this lead were reviewed, which confirmed that the lead was manufactured in accordance with the standard operating procedures. As received, the fixation mechanism operated as specified. Given the lead condition after the decontamination process, the observed corrosion could significantly affect the electrical measurements. Consequently, no conclusive statement can be drawn regarding the reported issue without considering the effect of corrosion on the measurements. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.